Manufacturer narrative:
One cardiomems patient electronic system and i3 accessories were returned for analysis. Both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad produced error # 5. The value ¿5¿ was changed to ¿-1¿ per investigation guidance. The use of error 5 exploratory test software per investigation guidance resulted in error # 5 not being detected in 100 auto boots. Based on the information provided and the investigation performed, the cause of the reported issue was determined to be an incorrect speed setting on compact flash.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
The results, method, and conclusion codes, along with investigation results, will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.